Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the time was off by 1 hour. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the time was off by 1 hour. A technical support specialist followed knowledge article 000008520 to use the network time protocol tool. The system functioned as intended after the technical support specialist troubleshot the device.